Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a problem with their itb.